Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump battery with high resistance lab failure. Analysis of the catheter found no significant anomalies. The catheter sc connector had coring-tears-cuts in the seal with no leak seen in the lab and no leak allegation.: eval code-conclusion 92 no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving lioresal (2000.0 mcg/ml at 660.6 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the patient presented with withdrawal symptoms, not sleeping through the night and increased tone. No environmental/external/patient factors that may have led or contributed to the issue were reported. The catheter access port (cap) was tapped and only one small drop returned. That was done twice with a new needle and syringes. Both times there was no rerun of fluid. The patient was referred to surgery. Surgical intervention occurred to replace the catheter. There were no issues with the pump. There was a catheter issue but they were sending the pump back for routine analysis. A surgical replacement of the pump was done due to the pump being near end of life. The issue was resolved at the time of the report. The patient status at the time of the report was 'alive - no injury.' It was later reported by a healthcare provider (hcp) via a clinical study that the patient's mother phoned the clinic nurse and asked about the pump. When it was last refilled it was discussed it was not working well. The mother stated the patient was very tight and stiff. The primary care physician noticed that on monday and prescribed oral baclofen 20mg tid. That made the patient too sleepy so she decreased the dose to 10mg tid. That helped agitation and stiffness somewhat but she was worried about pump malfunction as he had similar symptoms in the past when the pump malfunctioned. The mother was advised to bring the patient to the emergency department on sunday for admit and baclofen pump series, infectious work up, and consideration of any source that could be causing him pain. The patient had intermittent withdrawal. An x-ray on (B)(6) 2017 gave results of no evidence of baclofen pump catheter kink or discontinuity. Fluoroscopy on (B)(6) 2017 had results of multiple attempts were made to aspirate the contents of the catheter including reaccessing with a new needle, all were unsuccessful, and the remainder of the procedure could not be performed. The device was explanted on (B)(6) 2017 as an intervention. The device was disposed of according to biohazard instructions. The event resulted in in-patient hospitalization, prolongation of existing hospitalization and an emergency room visit. A surgical observation on (B)(6) 2017 gave results of inability to aspirate fluid from the catheter. A x-ray on (B)(6) 2017 showed the baclofen pump was in place in the right lower quadrant with an intrathecal catheter present. Fluoroscopy gave results of the pump tubing entering the thecal sac at l2-l3 and terminating in the upper thoracic region. There was no kink or discontinuity. Laboratory testing on (B)(6) 2017 gave results of no polys seen, no bacteria seen, and no growth. Examination on (B)(6) 2017 gave results of baclofen withdrawal. Laboratory testing on (B)(6) 2017 gave results of a uti (urinary tract infection). The outcome was resolved without sequelae on (B)(6) 2017. The clinical diagnosis was baclofen under dosing, intermittent withdrawal. The device diagnosis was pump unable to enter/withdraw from catheter access port. It was further reported the cause of the issue was baclofen pump intrathecal catheter obstruction. There was no reason for the obstruction given or described. The etiology of the event was related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.